Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a tibio-talar-calcaneus arthrodesis procedure using the panta nail system, the jig that indicates positioning for the guide rods and tibial screws into the panta nail did not align the screws correctly. They were placed in the tibia anterior to the panta nail. The misplaced screws were removed and replaced in the correct position visually without using the drill guides. Additional screws were used in the ankle for support; the finished arthrodesis was considered to be stable. Integra has requested additional clinical information.